Event description:
Pt had an implanted port inserted in 2002 in the or. In 2003 on chest x-ray the tubing extending from the port-a-cath had fractured and a segment of the catheter was lodged in the superior vena cava. The port & 3-4 cm tubing were removed. The pt went to radiology special procedures & broken tubing segment was retrieved & removed from the svc without adverse event.